Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported noise in the field was confirmed in the laboratory via review of the electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic, several stored episodes showed noise on both the atrial and ventricular channels. The noise was reproducible in-clinic with arm movement. Both leads and the device were explanted and replaced.